Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was not received for evaluation. In pictures, it is observed a tube with a small damage in surface of the silicon. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the manufacturing facility. As a preventive action production personnel was notified by quality engineer as awareness of the defect reported by the customer.

Event description:
It was reported that the device had silicone break down. No patient injury was reported.